Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for evaluation. Testing found that the hard drive had a bad section. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Concomitant medical products: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the system could not start. The issue was resolved after rebooting. No patient was present. Additional information was received. It was clarified that the system did not boot.